Event description:
Device malfunction: stent entanglement, difficult to remove filter, filter damage. Type of malfunction: during the procedure. Symptoms/ae: intervention to remove filter. It was reported that a non-abbott stent was implanted in the carotid artery. During retrieval of the emboshield pro filter within the retrieval catheter (rc), the filter snagged on the bottom of the stent. The filter dislodged from the rc, redeployed and lodged at the caudal end of the stent. The retrieval catheter was re-advanced into the caudal end of the stent, the wire was pulled down to prevent filter movement, and the filter was recaptured and removed from the body. After removal, it was noticed that the filter's polyurethane membrane appeared to be intact but was not oriented correctly on the nitinol frame. At one aspect, the membrane no longer covered or was attached to the nitinol frame. There was no evidence of membrane detachment or separation. There was no damage to the stent. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete.